Event description:
During evaluation of the returned device, dark vertical lines in the ultrasound images were found.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: observation found during evaluation of original file: there are dark vertical lines in the ultrasound image due to an internal failure within the probe. A history review of serial number (B)(4)showed no other similar product complaint(s) from this serial number.